Manufacturer narrative:
The device and leads were explanted, but were not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that low impedance was observed after implant. The physician ordered x-ray and reported that the leads appeared to be in the correct location. Follow-up report indicated that the leads and device were explanted due to the patient experiencing new pain in her lower extremities. There were no reports of further complications.